Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was connected to the core wire and deployed outside of the device as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The shaft was buckled between 13.5cm and 15cm from the hub of the device. The tip was damaged, consistent with damage from the implant anchors during recapture. The implant was consistent with reported information. The implant anchors were damaged. The core wire was damaged/kinked 3.5cm from the tip of the core wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed 17 jun 2017. It was reported that the "guide" as twisted. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was selected. The "guide" was twisted which prevented the closure device from being deployed in the patient. Device analysis revealed that there were numerous kinks on the shaft of the device, the shaft was buckled, and the tip was damaged.